Event description:
It was reported that the ilet user experienced difficulty securing the infusion set to the body due to incorrect deployment technique and was pressing on the site on the pump rather than using the ridges on the side of the inserter cup. No symptoms, alerts, or alarms reported. Outcomes included successful reinsertion after troubleshooting and education, and shipment of replacement infusion sets. Investigation included user interview and guided troubleshooting focused on insertion technique. Investigation of this case revealed user error related to improper use of the infusion set inserter, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.